Event description:
Additional information was received that the device was interrogated during the patient's last office visit, but no programming changes were made. A chest x-ray was performed, but the physician did not see any obvious fractures. The right ventricular (rv) lead was in a stable position. It was noted rv lead revision has been postponed due to an untreated urinary tract infection (uti) and significant renal dysfunction. The patient's old records were reviewed, and the patient has had significant renal dysfunction for the past year. The plan is to have the patient complete antibiotics for the uti. The physician will also discuss with the patient, at the next follow-up visit, the risks and benefits of a lead revision in the setting of significant renal dysfunction. It was noted the rv lead does not appear to be necessary at this time, since the patient's problem is mostly sinoatrial node dysfunction. There appears to be one to one atrioventricular conduction, and no high-grade heart block. No adverse patient effects were reported related to this pacemaker system. This pacemaker remains in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right ventricular (rv) pacing impedance of greater than 2500 ohms. The rv lead was tested in both unipolar and bipolar, but non-capture was observed in both configurations. The patient was in sinus bradycardia with first degree heart block, so did not notice anything. The plan is to refer the patient to his electrophysiology (ep) physician, and the ep physician will follow-up with the patient for next steps. At this time, this pacemaker and competitor rv lead remain in service and there were no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that there was intermittent loss of capture and impedance measurements greater than 2,500 ohms. As the issue could not be programmed around, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.